Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 40 mg/dl. Customer¿s blood glucose was 73 mg/dl. The customer treated with the orange juice. Troubleshooting was not performed for low blood glucose. The reservoir will not be returned for analysis.